Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needed to know if they could get an MRI of their back. Patient said they hadn't used their device in quite a while because they had the device turned off since they were doing better without it. Patient stated they were having trouble with the device pulsating that they needed to go to the bathroom but they never had time to get in there. When asked for event date patient said they saw healthcare provider "probably almost 6 months ago" so that's why they turned the device off. Patient mentioned they can hold it a little but when they go and get up and try to go but now, they are having back issues so they can't get into there (bathroom) but they can feel when they have to go. Patient also mentioned that they were wetting their bed and pants. Agent reviewed how to put device into MRI mode. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.